Manufacturer narrative:
Results - visual inspection of the returned product showed that both lens haptics were torn off and missing and the lens optic was torn. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The surgeon inserted a cc4204bf single piece collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and a suture was required to close the wound.